Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cutting balloon monorail device. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 3.5mm distal to the distal edge of the proximal makerband. A visual and microscopic examination of the tip, blades, balloon material and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10mm x 3.50mm flextome cutting balloon was selected for use. During the procedure, when the device was inflated in the target lesion, it was noted that balloon ruptured without reaching nominal pressure. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10 mm x 3.50 mm flextome¿ cutting balloon¿ was selected for use. During the procedure, when the device was inflated in the target lesion, it was noted that balloon ruptured without reaching nominal pressure. The procedure was completed with a different device. No patient complications reported.